Manufacturer narrative:
Patient's exact age is unknown, however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: the reported flexiva 200 tractip laser fiber was received for analysis. Visual examination confirmed that the fiber tip was missing and there was a bent break in the length. The first piece measured at 111.5 cm from the top of the connector to the break. The second piece measured at 198 cm from the break to the distal tip. The overall length of the returned fiber was 309.5 cm. No other issues with the device were noted. The reported event was confirmed. The condition of the returned device revealed that the fiber was bent broken, and the tip was missing. Breaks along the fiber body and tip damage would limit the ability of the device to transfer energy fully out the tip, confirming the reported complaint of failure to fire. It is likely that factors during handling, such as insertion into the scope, could have resulted in the bent ,and broken fiber. Furthermore, interaction between the device and the scope is known to lead to fiber tip breaks. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on july 3, 2020 that a flexiva 200 tractip laser fiber was used in a laser ureteroscopy procedure in the ureter performed on (B)(6) 2020. Reportedly, the laser unit used was versapulse 100 watt laser console. According to the complainant, during the procedure, when the physician stepped on the foot pedal, there was no energy coming out from the fiber. The physician put the laser back into standby, and then into ready. However, the same issue occurred. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber tip detached.